Event description:
Same case as MDR ID #2134265-2011-06135. It was reported that during a percutaneous coronary intervention procedure, the inflation device gauge malfunctioned. While inflating a balloon catheter, the pressure gauge needle on the advantage 26 inflation device would not rise. The physician tried another of the same device and experienced the same results. The physician completed the procedure with a third advantage 26 inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).